Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported on medwatch report #mw5101745 that the patient underwent a right great toe surgery. Allegedly the device failed and needs to be removed due to extreme pain. The patient underwent a revision surgery. The patient claims to have suffered disability/permanent damage.

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.

Event description:
It was reported on medwatch report #mw5101745 that the patient underwent a right great toe surgery. Allegedly the device failed and needs to be removed due to extreme pain. The patient underwent a revision surgery. The patient claims to have suffered disability/permanent damage.